Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had received battery failed alarm. Customer reported ongoing issues with battery failed alarm even after receiving battery cap. Customer did use a recommended new or fully charged battery. Battery failed alarm reoccurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 the customer reported recurring "battery failed" alarms. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: both a vertical and a horizontal crack in the battery tube threads, cracked case on the battery tube side near the corner of the belt clip rail, scratched case. Device passed displacement, sleep current measurement, and active current measurement tests; it failed self test. No unexpected ¿battery failed¿ errors were noted during testing. Self test failed because the vibrator failed to vibrate when it was supposed to. Thus software was utilized and uploaded trace or history files properly. No pump error 25 was noted during testing, in the insulin pump history file, in the long trace file, or in the power management graph. The adapt tool was utilized to search for any unusual alerts or alarms or insulin pump errors that may have occurred around the event date. The adapt tool confirms multiple occurrences of the following alerts or alarms around the event date: 58=failed battery test on (B)(6) 2021 at 18:28:09 and 18:28:14; 84=battery removed--3 alerts on (B)(6) 2021. The adapt tool did not list any unusual insulin pump errors whatsoever. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the device. In summary, the customer¿s report of recurring "battery failed" alarms was not confirmed during testing. The self test failed due to a broken vibrator. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.